Manufacturer narrative:
(B)(4).

Event description:
It was reported "(B)(6) 2025, the luer hub/fitting has a crack during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one connector assembly for analysis. Signs of use were observed. Visual analysis revealed a chip, crack, and stress marks on the red arterial luer hub. Visual analysis also revealed stress marks on the blue venous luer hub. The appearance of this damage is consistent with overtightening or repeated tightening of the hubs. Kinks were observed on both venous and arterial extension lines. No defects or anomalies were observed on any other portion of the returned device. Both luer connections were functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "establish and maintain catheter patency. Solution and frequency of flushing a venous access catheter should be established in hospital/institutional policy". A lab inventory syringe filled with water was used to flush each extension line. No leaking was observed from either luer hub. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with this kit states, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." The report of a cracked luer hub was confirmed through complaint investigation of the returned sample. Visual analysis revealed a chip, crack, and stress marks on the red arterial luer hub. Additionally, stress marks were observed on the blue venous luer hub. This damage is consistent with overtightening or repeated tightening of the hubs. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "(B)(6) 2025, the luer hub/fitting has a crack during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 9680794-2025-00519, 9680794-2025-00317, 9680794-2025-00316, and 9680794-2025-00518.